Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in her left eye. Postoperatively, the patient developed scar tissue and the lens is believed to have vaulted, which resulted in a large refractive error. Intervention is planned. Additional information has been requested.